Event description:
While performing incoming inspection of a new unit, the distributor reported that it "froze up" and would not turn on again. There was no pt involved. Testing disclosed that the problem would come and go as the mother board (591329) was flexed. The precise nature and location of the problem on the board could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.